Event description:
It was reported that there was oversensing, post ventricular sensing. The carelink transmission was reviewed by a clinician and in one episode the device delivered 3 rounds of anti-tachycardia pacing (atp) due to t-wave oversensing. Follow-up received from the clinic indicated that there were no programming changes made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed interference/noise, with a ventricular short interval count v-sic=1 count, in 89.5 day, between (B)(6) 2011 13:18:56 and (B)(6) 2011 01:23:17.